Manufacturer narrative:
The device will be repaired and returned to the customer.

Event description:
It was reported that the safety pin lock came out of the device. It was confirmed that nothing fell into the surgical site. The case was completed successfully without any clinically significant procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences. It was found during service testing at the manufacturer that the o-rings were missing from the device and the device continued to run on its own. There was no patient involvement and no adverse consequences associated with this event.